Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence and decided to replace the pump since it was under warranty. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery. They were informed about receiving a replacement pump with updated software and instructed on the necessary steps for returning the problematic pump. The customer understood and acknowledged these steps.